Event description:
Cath lab personnel responded to a pt who went into ventricular fibrillation spontaneously. The device was connected to the pt and the "charge" button pressed. According to the reporter, the device would not transfer energy to the pt. Following a number of tries and connection checks, the device transferred energy to the pt and converted the pt's ECG. The pt was resuscitated.